Event description:
Consumer states she was going to a doctors' appointment and was being put into the van when the back on her chair started to tilt back on its own. She had to turn the chair off to get it to stop.